Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to the defective downstream occlusion(dso) sensor and seal. The dso was replaced.

Event description:
It was reported that the device was showing error code 46440. Event occurred during preventive maintenance.